Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient with an implantable pump. On (B)(6) 2020, it was reported that the patient's pump stopped working and they were not sure why it had stopped. The pump was replaced 3 years prior as a result.